Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to systemic infection. Reportedly, the patient had no more implanted products and was recovering well. No adverse patient effects were reported. The ra lead was explanted.